Event description:
The patient reported that infusion set was red prior to use.

Manufacturer narrative:
Complaint investigation results; a query was run in the eqelectronic quality management system (eqms) ms on 02-jul-2026 against lot number 6007998 and similar malfunction codes component defect- color or texture of product, or component, is not uniform, is inconsistent or discolored- infusion set device, idd-pmc09.15 infusion set broken, damaged, or defective. Prior to use. (E.g., found a failure directly in the package), idd-pmc09.01 color or texture of product is not uniform, is inconsistent or discolored. Prior to use, idd-pmc09.12 color or texture of product is not uniform, is inconsistent or discolored. During use or upon removal.the review confirmed that lot# 6007998 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature.similar complaints search:a query was run in the eqms on 11-may-2026 against "lot number" criteria equal 6012636 and similar malfunction codes: component defect- color or texture of product, or component, is not uniform, is inconsistent or discolored- infusion set device, idd-pmc09.15 infusion set broken, damaged, or defective. Prior to use. (E.g., found a failure directly in the package), idd-pmc09.01 color or texture of product is not uniform, is inconsistent or discolored. Prior to use, idd-pmc09.12 color or texture of product is not uniform, is inconsistent or discolored. During use or upon removal.the count of complaints is 1. The complaint number is (B)(4).DHR review:the lot# 6012636 was manufactured according to the work instruction (wi) version 122 and manufactured in the line # 6, on 07-apr-2025 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code.conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted.visual evidence review:1 photo was provided to support visual confirmation of the reported issue.conclusion: based on the photo received, red discoloration is observed on the tubing; however, the material causing the discoloration cannot be identified from the available evidence - escalate to CAPA determination for statistical analysis.information was documented in the attached test report pr 2781326retain samples testing:retain samples from the relevant lot were requested and tested in accordance with approved procedures:- wi - guidance for visual testing for complaints area (version 3): all samples tested passed visual inspection.lot number was previously tested, all test results were within specification as documented in the attached test report pr. 2458238.conclusion:testing did not confirm the reported issue; no nonconformance identified.return samples testing:returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return.conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence.corrective and preventive action (CAPA) determination assessment - conclusion summary of complaint investigation:02-jul-2026, gam: after assessment of the failure via product trending over time CAPA form, fg000016-01 with control charts, the risk has been deemed as within accepted limits. No further action is required.complaint confirmed:following the investigation the reported failure has been confirmed for this this complaint. The complaint was confirmed based on the picture provided.